Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the patient had undergone extended radical mastectomy for thyroid cancer. The preoperative nerve endotracheal intubation was tested and it was found that the balloon was leaking. The procedure was continued normally after replacing the device. There was no patient injury.